Event description:
It was reported that during the initial implant of a cardiac resynchronization therapy pacemaker (crt-p) system, the left ventricular (lv) lead exhibited loss of capture. Imaging confirmed the lead had dislodged. Per the physician, the crt-p was programmed to right ventricular (rv) pacing only, and the lv lead remains implanted but out-of-service. The patient will either undergo a revision procedure at a late date, or alternatively the device may be left as rv pacing only. There were no adverse patient effects reported.

Event description:
It was reported that during the initial implant of a cardiac resynchronization therapy pacemaker (crt-p) system, the left ventricular (lv) lead exhibited loss of capture. Imaging confirmed the lead had dislodged. Per the physician, the crt-p was programmed to right ventricular (rv) pacing only, and the lv lead remains implanted but out-of-service. The patient will either undergo a revision procedure at a late date, or alternatively the device may be left as rv pacing only. There were no adverse patient effects reported. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.